Event description:
Two different lots of sheep blood agar over three different shipments contaminated with different types of mold growth. Product description: remel 5 percent blood agar product code r01202. Affected lot numbers 140587 and 137952. Sheep blood agar is general media for microbiology culture growth on patient specimens. This directly affects patient care and safety. Therapy start date: (B)(6) 2017. Therapy end date: (B)(6) 2017. Diagnosis or reason for use: general microbiology media.